Event description:
Pt was found without pulse and without respirations - full cardiopulmonary arrest - and CPR was initiated. The manual resuscitator was obtained from the code cart and the mask was missing. The manual resuscitator comes as a single use from the co and is prepackaged. The blue seal on the strings of the bag were present and had to be broken to open the bag. Therefore it came from the co with the mask missing. This delayed respiratory resuscitation.